Event description:
A consumer reported receiving a high blood glucose reading of 261 mg/dl when compared to a laboratory result of 148 mg/dl. These values, when plotted on a clarke error grid fall into the "c" zone showing the difference in results to be clinically significant. There was no report of death, serious injury, or mistreatment associated with the event.